Event description:
It was reported through a journal article that one patient in a cemented cohort of robotic-assisted total knee arthroplasty underwent a revision due to postoperative stiffness and pain. After failed conservative measures, polyethylene insert exchange and patellar resurfacing were performed to address persistent anterior knee pain and limited range of motion; this strategy was selected over arthrolysis or manipulation under anesthesia due to mechanical patellar maltracking identified on imaging. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). B3: publication date. D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown tibial component. Unknown femoral component. G2: foreign - event occurred in italy. G2: literature - vitale, u., matteo, a., ruosi, l., de dona, f., loppini, m., d¿amario, f. (2025). Similar clinical and survival outcomes between robotic-assisted cemented and cementless total knee arthroplasty. Arch orthop trauma surg 145, 485 https://doi.org/10.1007/s00402-025-06100-7. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. The reported event could not be confirmed due to limited information provided. No product returned, pictures provided, or medical records received. A review of the device history record could not be performed due to lack of product identification. A definitive root cause could not be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.